Manufacturer narrative:
Other relevant device(s) are: software, 9733763, synergy cranial s7, software version: (B)(4). A work order was completed in the field and the system passed all checkouts and was performing as intended. No failure was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a tumor resection. It was reported that there was an alleged inaccuracy of 6mm. The site plans on using the imaging system and merging the original plans to the new scan. The procedure delay is unknown and there was no impact to the patient at the time of the event.

Manufacturer narrative:
H2: additional information was received. Section a has been updated with patient information and section b5 has been updated with additional event details. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a tumor resection. It was reported that there was an alleged inaccuracy of 6mm. The site planned on using the imaging system and merging the original plans to the new scan. Navigation was aborted and the procedure was completed by using ultrasound, anatomical landmarks and 5-aminolevulinic acid (5ala). The reason for this inaccuracy was due to not re-registering the patient after rotating their head. There was a procedure delay of less than one hour and there was no impact to the patient at the time of the event.

Manufacturer narrative:
H2/h3/h6: software logs were not received, however analysis/troubleshooting confirmed that the software was functioning as designed and that the site did not re-register after moving the patient's head. Codes 4112, 213 and 67 are applicable to this. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.